Event description:
It was reported that the armada 35 balloon catheter was being used for predilatation of the fistula arterio-veinous when a leak was observed at the hub. As inflation of the balloon was not possible, the device was removed and another balloon catheter was placed and used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak near the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). Date received by manufacturer was filed incorrectly on medwatch follow-up #1 as 01/22/2014, but should have been 01/22/2015.